Event description:
Plaintiff alleges being diagnosed as sufferting from type-1 latex allergy after exposure to latex gloves. She alleges suffering severe emotional distress and an inablity to engage in her normal activities. Further alleges suffering allergic rhinitis, hives, shortnss of breath and urticaria and other physical manifestations of her inuries, as well as great despair and loss of enjoyment of life. Plaintiff's husband alleges loss of consortium of his wife.